Event description:
It was reported that the device was displaying a service icon and had failed the user test. It was also noted that an error code was logged multiple times, indicating a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a damaged ic chip, designator u35.